Manufacturer narrative:
(B)(4) review of device manufacturing record history confirmed device met pre-release specifications. The device was retained by user facility. Therefore, direct product analysis was not possible. Instructions for use warnings section states: do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis or introducer sheath.

Event description:
The following was reported to gore: during a procedure to treat an aneurysm in the splenic artery, a destination terumo sheath was being utilized to advance a gore® viabahn® vbx balloon expandable endoprosthesis over a glidewire. The physician was able to get the stent catheter up into the splenic artery aneurysm, but could not maneuver the turn to get through the aneurysm to the non-aneurysmal portion of the splenic artery. Several attempts were made to reach the intended treatment site. However, it was not possible due to the tortuosity of the splenic artery and the aneurysm itself. The physician attempted to pull the constrained vbx device back into the sheath. The stent portion would get right up to the end of the sheath, but could not be withdrawn back into the sheath. The surgeon performed a cut down on the right femoral artery with a scalpel and electrocautery and then grasped the exposed portion of the vbx device. The device was withdrawn from the common femoral artery. It was reported the patient was taken to the intensive care unit in satisfactory condition.

Manufacturer narrative:
Patient identifier was entered.